Event description:
It was reported that the asymptomatic patient's right ventricular lead had dislodged. It was noted that the lead also exhibited loss of capture. On (B)(6) 2017, the lead was repositioned. Patient was stable.